Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display, and cracked case-corner of belt clip rails. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to vertical cracked lcd controller. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had broken display. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.